Manufacturer narrative:
Site ordered a new apt through an RMA, damaged one was sent back to medtronic navigation for inspection. No pt present.

Event description:
Site called to report awl probe tap (apt) driver is seizing up. Event did not occur during surgery and no pt was present.